Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a cracked display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that none of the buttons on the keypad of the insulin pump were responding. Blood glucose level was 270 mg/dl at the time of the call. No further information was provided.